Event description:
There was no patient involved in this event. Pad-paks will not power up with known working unit.

Manufacturer narrative:
No samaritan pad was returned as part of this complaint. Two pad-pak -01 from lot b0133 were returned and subsequently labelled as [?]a' and [?]b'. The returned pad-pak 01 were part of 200 units manufactured on 1st november 2012. Upon visual inspection both the returned pad-paks had bent guide pins. This damage resulted in the pad-paks being prevented from being inserted into a sam 500p test device. Pad-pak a had both the battery and patient terminal guide pin bent. Pad-pak b had damage to the battery terminal guide pin. The damage pins were removed from the returned pad-paks. Both pad-paks were inserted into the test device and both failed to power on. This would confirm the reported fault. The pad-paks were disassembled for investigation. Both pad-paks were found to be significantly depleted. Investigation found the reported fault can be attributed to depleted pad-paks / damaged guide pins.